Manufacturer narrative:
Patient information not available for reporting. 510(k): report is for one (1) unknown tfn-a nail. Implanted (B)(6) 2015; exact implant date unknown. Reportedly, only the helical blade was explanted ¿ tfn-a nail not reportedly explanted. (B)(4) utilized due to patient requiring additional medical/surgical intervention for nail intersecting with helical blade. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a (trochanteric fixation nail advanced) tfn-a procedure in (B)(6) 2015. On an unknown date, it was found that the helical blade had migrated through the femoral head. It is unknown how this was detected or if the patient had any symptoms. The patient underwent explant of the helical blade only on (B)(6) 2016. There was no surgical delay or further patient harm reported. No additional information was available. This report is for one (1) unknown tfn-a nail. This is report 2 of 2 for (B)(4).